Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 01-mar-2016 found the customer complaining of no transmission between g8 and reporting software. Double checked all settings for rs232 and comm settings. Found host connection method was set to unify and not individual. Transmitted manually and also ran patient a few time to verify transmission. The most probable cause of the reported event was settings in rps (reporting software) were not correct.

Event description:
On (B)(6) 2016 the customer reported error 347 - lis error, host communication error with their hlc-723g8 analyzer. Customer reported that after initial transmission they went from 20 ft to 50 ft of cable and it didn't transmit. Got host communication error. So they started to change settings. Now getting error 347 which is a lis (laboratory information system) error. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.